Manufacturer narrative:
H3 other text : device not returned to the manufacturer

Event description:
The manufacturer was contacted in reference to a dreamstation 2 advanced auto CPAP. Patient had died while using this device. Medical intervention was not specified.the device has not yet been returned to the manufacturer for investigation. The manufacturer's investigation is ongoing.

Manufacturer narrative:
The device was returned to the manufacturer's quality product investigation laboratory for investigation. The manufacture inspected externally observed unknown dust contaminant on the heater plate and bottom enclosure. The manufacturer concludes there was no evidence of sound abatement foam degradation and there is no visible damage or functionality failures of the device. The manufacturer observed dust contamination in the device and are consistent with being from an external source. In this report, linv was captured in box d: device third party device avail for eval. Date returned in box g: date received by mfg. In box h: device evaluated by mfg., problem device code, evaluation method code, evaluation result code, conclusion code was updated.

Manufacturer narrative:
Box b: from both/death to adverse event/death.